Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
During follow up with a caregiver (cg), baxter product surveillance was informed that the patient had received minicaps with an issue of inadequate iodine. The cg stated that the minicaps looked like they did not have enough iodine and that some of the minicaps looked dry. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The reported issue was not confirmed. The device was not returned to baxter, precluding further device investigation. As a result, an assignable cause of the reported issue could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.